Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified the cause of the reported issue was the aux power connector cable connection as the device worked properly when an extension cable was plugged directly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.